Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a fusion procedure using the device. In the 15 months since the surgery, the patient has reported experiencing symptoms that are aggravated by driving more than 30 minutes at a time. The patient recently presented to the ER due to painful bladder and urinary symptoms that were followed by painful bowel symptoms.